Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted that the helix was retracted and a setscrew mark was present on the terminal pin. Resistance testing was completed which revealed the lead was not electrically continuous. An x-ray of the lead confirmed a fracture in the outer coil in the area 32 cm from the is-1 terminal pin. Based on the location and type of damage to the lead, the fracture appears consistent with clavicle area damage. This fracture likely resulted in the reported noise, oversensing, loss of capture, and syncope.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise was seen on this right ventricular (rv) lead which resulted in oversensing, loss of capture, asystole and then syncope for this patient. The lead was explanted and will be returned, while the device remains implanted. No additional adverse patient effects were reported.